Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal reivew of the product family label will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 16:42:24. During night drain cycle three, the patient's ultrafiltration reading was 1806ml, indicating the home patient (hp) drained 1306ml more than their maximum programmed fill volume of 2000ml. No additional information is available.